Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the distal basket tip partially detached from the basket was not confirmed but a hole was observed in the basket tip. The customer returned one 5 fr ptd catheter assembly. Visual examination revealed the assembly was returned with the basket deployed from the sheath and the entire black tip remained attached to the basket assembly. Microscopic examination revealed a hole in the black tip at the base of the distal connector and approximately 2.0 mm from the proximal end of the tip. The distal end of the connector could be seen through the hole on one side of the tip and the other side appeared typical. The tip and connector assembly length measured 0.5530" which meets the length specification. The entire tip remained attached to the basket assembly but it was damaged. No other defects or damage were observed with the catheter or the basket. A device history record review did not reveal any manufacturing related issues. Based on the damage observed and the time of discovery, operational context appears to have caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported a declot procedure was being performed on a female patient in the operating room. Two passes were made going in the venous direction. There were no sharp angles encountered. The clots were more on the small to average size. During the procedure the catheter tip detached. However, follow up information states the tip did not completely separate and nothing had to be retrieved from the patient. But as a result, another ptd was used to complete the procedure. There was no delay in treatment and no patient death or complications reported.